Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited out-of-range shock impedance measurements, high pacing thresholds, and noise. A lead fracture was suspected. Subsequently, surgical intervention was performed to explant and replace it. During the procedure, a visible fracture was observed upon removing the lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited out-of-range shock impedance measurements, high pacing thresholds, and noise. A lead fracture was suspected. Subsequently, surgical intervention was performed to explant and replace it. During the procedure, the physician reported seeing a visible lead fracture upon its removal. No additional adverse patient effects were reported. This lead has been returned and analysis has been completed. This report has been updated with the product investigation results.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory severed (only the distal segment was returned). Visual inspection found significant calcium deposits (calcification) on the lead body, shocking coils, and lead tip. Visual inspection also revealed cuts and tears in the insulation and extremely stretched and deformed conductor coils, consistent with explant damage. X-ray imaging of the returned lead segment showed no sign of fractures. Testing was completed to assess lead electrical performance, and the resulting measurements were within normal limits. Therefore, the reported high impedance and high threshold allegations were likely due to the observed calcification at the lead tip, as deposits of calcium on cardiac lead electrodes have been shown to increase lead impedance.